Manufacturer narrative:
(B)(4). There was no delay to the procedure and the inaccuracy was allegedly greater than 2cm.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome reported.

Manufacturer narrative:
The field generator was returned to the manufacturer for analysis. The device was connected to a test system for a multi-day burn-in test. The system remained in green status during all testing. It passed the accuracy test. Flexing the cable did not indicate any intermittent opens. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The site declined to provide patient information, per canadian privacy laws. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, software and instrument areas passed. Hardware test failed. Navigation slightly out of spec for accuracy. Installed new emitter and test ok. Issue resolved. (B)(4) 2015 - a medtronic representative performed a navigation system planned maintenance (pm), all areas passed. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.